Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a clenz (cleaner) leak under the bsv (blood sampling valve) of the coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe). No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and observed that there had been a clenz leak under the bsv. The fse ran shutdown and startup twice but was unable to reproduce the leak. Fse cleaned the probe and cleaning truck area where the clenz had leaked. Controls were run and produced expected results. The root cause for this event is unknown.the bec internal identifier for this event is (B)(4).